Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed that the connection tube was incorrectly inserted in the equipment which caused a leaked. The reported condition was verified. The cause of the condition is due to a tube insertion issue during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the extension of a buretrol solution set. This issue was discovered during an unspecified process step; however, it was reported that there was no patient involvement. No additional information is available.